Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 21, 2023.

Manufacturer narrative:
This report is submitted on august 17, 2023.